Event description:
It was reported that, during a scoliosis case using pangea the nurse noticed that the stardrive screwdriver with t-handle was damaged at the tip and placed aside. There were other screwdriver options available for the surgeon to use. Procedure was completed successfully with no harm to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history shows that there were no nonconformances found that related to this complaint. The subject device was received with signs of significant wear which is inconsistent with field usage. Material and hardness met specifications, but the tip was damaged, which is not a result of the manufacturing process. Therefore, this complaint was deemed indeterminate.